Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low out of range pacing impedances on the right ventricular (rv) channel. Review of the daily measurements revealed that the impedances had been decreasing for a few months. This ICD remains in service. The make of the rv lead is unknown. No adverse patient effects were reported.